Manufacturer narrative:
(B)(4).

Event description:
A report was received that following a procedure, the patient's ipg would not connect to the remote control (rc) and the ipg was no longer working. It was believed that electrocautery was used during the recent non device related procedure that may have fried the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. Physician's implant manual (B)(4).

Manufacturer narrative:
Additional information was received that there is no further course of action at this time.

Event description:
A report was received that following a procedure, the patient's ipg would not connect to the remote control (rc) and the ipg was no longer working. It was believed that electrocautery was used during the recent non device related procedure that may have fried the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).